Event description:
A peritoneal dialysis (pd) patient's niece contacted fresenius technical support to report the liberty cycler had a blank screen during unknown phase/cycle of dialysis. The customer rebooted the cycler and again the ok and stop keys lit up but the screen remained blank. The customer was also not able to open the door to remove the cassette. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment performing manuals. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer 1 on the inverter board was identified. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment performing manuals on march/07 to march/11. Patient's caregiver confirmed that the supplies used on march/07 were discarded after use. There are no samples available for return to the manufacturer for physical evaluation. Patient's caregiver stated they received the second replacement last night and tonight the patient will perform her treatment on it. The old ones are scheduled to be returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board. A known good inverter board was installed and the display became operational and the touch screen test passed. The force gauge test failed due to damage on the catch post and cassette latch making it difficult to close the door. An internal visual inspection of the returned cycler revealed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on t1 on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient's niece contacted fresenius technical support to report the liberty cycler had a blank screen during unknown phase/cycle of dialysis. The customer rebooted the cycler and again the ok and stop keys lit up but the screen remained blank. The customer was also not able to open the door to remove the cassette. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment performing manuals. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer 1 on the inverter board was identified. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment performing manuals on march/07 to march/11. Patient's caregiver confirmed that the supplies used on march/07 were discarded after use. There are no samples available for return to the manufacturer for physical evaluation. Patient's caregiver stated they received the second replacement last night and tonight the patient will perform her treatment on it. The old ones are scheduled to be returned.

Manufacturer narrative:
Corrected information: h10, e1 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2210 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational and the touch screen test passed. The force gauge test failed due to damage on the catch post and cassette latch making it difficult to close the door. An internal visual inspection of the returned cycler revealed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on t1 on the inverter board. The cycler was refurbished following the evaluation.